Event description:
It was reported that during an arthroscopic knee procedure using an ambient super turbovac 90 ifs, the wand did not activate. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.